Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the ultrasonic air sensor (uas) was constantly alarming and would not reset. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the uas. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up the abd was activated from the central control monitor (ccm), miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. It was determined that the abd functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.